Manufacturer narrative:
Correction: disregard the initial report MFR report #2016493-2026-02468. After further review of the file it was determined that this file is not a reportable complaint and the MDR was submitted in error.

Event description:
It was reported an over infusion of heparin. There was patient involvement but no harm. Additional information provided: the customer confirmed there was patient involvement, but no harm. The customer cannot confirm which of the 8100 devices was the primary suspected device. No specific event details are known and will not be provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported an over infusion of heparin. There was patient involvement but no harm. Additional information provided: the customer confirmed there was patient involvement, but no harm. The customer cannot confirm which of the 8100 devices was the primary suspected device. No specific event details are known and will not be provided by the customer.